Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. Visual inspection noticed bodily fluid the in the pump channels. As a result, the functional test was not performed. No leaks were identified. The balloon was visually inspected, functionally and leak tested. The visual test identified a tear from avulsion. The leak and functional test were no performed as a tear from avulsion was identified. The cuff was visually inspected, and leak tested. The visual test found that the cuff had a hole from tool/sharp instrument damage along the median of the cuff shell. Leaks were identified. The reported patient symptoms of erosion and incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the reported clinical observation of tube - hole/perforated, tube - fluid leak- and device - mechanical issue could not be confirmed; however, the balloon not passing the leak test could affect product performance. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. The patient experienced recurring urinary incontinence and erosion, prompting device explantation. During the procedure, a small tear in the tubing and associated fluid loss were observed. A new aus was successfully implanted a few months later. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. The patient experienced recurring urinary incontinence and erosion, prompting device explantation. During the procedure, a small tear in the tubing and associated fluid loss were observed. A new aus was successfully implanted a few months later. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion, prompting device explantation. During the procedure, a small tear in the tubing and associated fluid loss were observed. A new aus was successfully implanted a few months later. No patient complications were reported.